Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 pounds to 187 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 187 pounds which is updated in section a4. P-cap locked in place properly during testing. Unit passed the self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. However, moisture damage on electronic assembly was noted. Unit also received with cracked case (battery tube), cracked case on battery side, scratched case and battery tube threads - cracked. In conclusion, customer concerns were not confirmed. All buttons functioning properly during testing. However, during visual inspection, evidence of moisture damage on electronic assembly was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer reported receiving a stuck button alarm after the pump was exposed to a change in altitude. The customer removed and reinstalled the battery cap without removing the battery, but pump did not return to normal function. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested, and the customer response was the device will be returned.